Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device error messages were due to a defective main circuit board (pcb). The main pcb was replaced to address these issues. (B)(4).

Event description:
It was reported to resmed that while an astral device was being configured for patient use, it displayed error messages indicating that the self-test failed. This message resulted in an alarm which notified the caregiver of the fault. During the service center evaluation of the device logs, a system fault 74, and 218 were also observed. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Performance testing and review of the device logs confirmed the reported self-test failure and the single occurrences of system fault error messages (sf 74 and 218). Based on previous investigations of similar complaints and all available evidence, the investigation determined that the device issues were most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).